Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing resulting in an inappropriate shock. The patient was noted to be lying in bed at the time of the delivered therapy. Device data was sent to rhythmcare for review. Data review determined there was also some undersensing noted. The device was subsequently tested in clinic with noise unable to be produced with provocative maneuvers. This device remains in service. No adverse patient effects were reported.